Manufacturer narrative:
(B)(4).

Event description:
It was reported that a early sensor expiration occurred. The sensor was inserted into the abdomen on (B)(6) 2019. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Model #/catalog #/lot #/expiration date - correction "9500-46, sts-gs-003, 5251484, 30-jan-2020." Device manufacture date - correction "08-feb-2019."

Event description:
Data was evaluated and the allegation was confirmed. The root cause could not be determined.